Event description:
We received an allegation about discrepant results for 2 patients' samples tested with ise sodium (na) assay on a cobas 8000 cobas ise module. Sample 1: initial result: 131 mmol/l. Rerun result: 138 mmol/l. Sample 2: initial result: 127 mmol/l. Rerun result: 135 mmol/l. The physician questioned the results and the samples were then repeated. The rerun results were deemed to be correct.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Qc and calibration were performed and they were acceptable. The field service engineer (fse) found a bent and misaligned sample probe. He realigned the sample probe. The fse also flushed the solenoid valve and the sample fluidics. The fse did a performance check and the instrument was performing within specifications. The service actions (realigning the sample probe and flushing the solenoid valve and the sample fluidics) resolved the issue. The investigation determined that the root cause was consistent with a maintenance issue. No further issues were reported afterward.